Event description:
It was reported that the user experienced a hypoglycemic event with a measured blood glucose of 48 mg/dl and corrected the low with oral glucose in the form of orange juice, after which glucose returned to range. Symptoms included no reported clinical symptoms associated with the hypoglycemic reading. Outcomes included the need for urgent low-glucose management and low-glucose troubleshooting and education. Investigation included complaint intake, case triage, and user troubleshooting and education regarding hypoglycemia management. Investigation of this case revealed no device malfunction reported and no component issues identified, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.